Manufacturer narrative:
(B)(4). The review of the batch manufacturing records was conducted, and the batch met all finished goods release criteria. To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: it was reported that measure size different from the mesh, product code provided was ums1 (ultrapro 6 x 11 cm, 1 / box). Are you saying that the product was an ultrapro mesh but the size was a different size then the size indicated on the package and did not measure 6 x 11 cm? Yes, the institution reported that the mesh was a different size. A. Was the packaging that holds the mesh opened and the mesh removed from the primary package was not the ultrapro mesh size it should have been? What they reported is that when they opened, the size where different. When did the event occur that was not reported ie intra-op, pre-op? During the procedure. If the difficulty reported occurred during a procedure please tell us how the procedure was completed? They discarded that and used another . If during a procedure was there any impact to the patient (i.e. Any patient consequence)? No . Confirm that the device was discarded and will not be returned? Was discarded.

Event description:
It was reported that the patient underwent a hernia repair on (B)(6) 2018 and the mesh was implanted. During the procedure, when the package opened, and the device was removed from the package, the mesh size was different then the size indicated on the package. Another like device was used to complete the procedure. There were no patient consequences reported.